Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin possibly leading to abrupt temperature changes to the pump. Supply changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 413mg/dl at its highest and a correction bolus was delivered or a manual injection was administered to address the elevated bg levels. A system check was performed using the current supplies and the occlusion alarms were verified. Reportedly, the customer discussed alternative infusion set types with their healthcare provider in order to address this issue.